Manufacturer narrative:
(B)(4). Batch # m53f26. The analysis results showed that one ecr45g cartridge reload was received. The reload was received in good visual conditions and fully fired. No further functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how much blood was lost (ml)? Less than 20ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a lower anterior resection procedure, the device was used to anastomose the ileum. The first firing was good. After he finished the second firing, there was errhysis along the staple line. The surgeon observed the staples and found that some of the staples malformed. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient reported.